Event description:
Related manufacturer ref: 2184149-2021-00131. During the procedure, the temperature of the channel rose too slow and an error message was noted stating the electrode was in contact with bone. The generator was replaced with another and the same issue occurred. The simplicity procedure could not be completed. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.